Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery alarm. The customer also state that contacts are not missing, damaged, or corroded. The customer blood glucose was 79 mg/dl at the time of incident. The customer was advice the pump will need to be replaced. Advice to discontinue use and revert to back-up plan and treat per health care professional instructions. The insulin pump will be return for analysis.

Manufacturer narrative:
Failed battery test not found during testing. Insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test.